Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, physician performed a revision of a tibial implant on (B)(6) 2022. A 12 mm by 140 mm stem was connected to a size 2 tray. They were impacted together with a single blow. The patient did well initially but returned with noting pain in the region of the tibia. He recalled no trauma. X-rays show the stem starting to disengage from the tray.